Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been having problems with their legs for several months. Patient said their legs were constantly burning and hurting. Patient said stim was increased from 1 to 2 and it had been a nightmare for the last 6 weeks. Patient was not sleeping. Reviewed how to turn stim off. Patient wanted to have the device removed. The patient was redirected to their healthcare provider to further address the issue. On 2026-apr-01 additional information was received from the patient. The patient stated that they had informed their doctor about the issue and the doctor tried to adjust it by bumping itup from 1 to 2 in the settings which made the issue worse. The patient stated it felt like electrical impulses were running up and down their legs. The patient wasn't able to get any rest due to this. The patient reported this problem went on for 6 months. The patient stated they explained this problem at each of their appointments with their doctor and nothing that they did or suggested helped so they finally contacted the manufacturer to disconnect. The patient stated that they had been better. The patient stated that device removal was not planned, but they think it would be best.